Event description:
It was reported that the patient with this left ventricle (lv) experienced a chronic unresolvable diaphragmatic stimulation. The lv lead was explanted and replaced with the same model. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this left ventricle (lv) experienced a chronic unresolvable diaphragmatic stimulation. The lv lead was explanted and replaced with the same model. The lead was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess the lead electrical performance. Measurements from these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip revealed no anomalies. The analysis, based on the field report of muscle/pocket stimulation, concluded that this is a known medical risk associated with implanted pulse generator systems (pacemakers, defibrillators, rhythm therapy devices, and associated cardiac leads).